Event description:
It was reported that during a da vinci-assisted pancreatectomy surgical procedure, non-intuitive motion was noted. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system without any errors. It was confirmed that the medium-large clip applier (mlca) instrument was moving non-intuitively. The instrument was inspected prior to use with nothing out of the ordinary. The technical support engineer (tse) was not contacted to troubleshoot the non-intuitive motion issue. The customer replaced the mlca as a resolution. The mlca will not be returned. There was no patient injury due to the reported issue.

Manufacturer narrative:
The product referenced in this complaint will not be returned to intuitive surgical, inc. (Isi) for failure analysis. Therefore, the root cause of the customer reported failure could not be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. A review of the device logs for the medium-large clip applier (mlca) (part# 470327-12 / lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the mlca was last used on (B)(6) 2022 via system serial# (B)(4). There were 97 uses remaining after this last usage. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that the clip applier instrument moved with unintuitive motion (e.g. The instrument unexpectedly jerked/jumped/swung/bowed, moved in an unexpected/unintended/unknown way). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Manufacturer narrative:
Refer to field h9 which has been updated to include reference to a field action.

Event description:
Refer to h10/h11 for follow-up information.